Manufacturer narrative:
Batch review performed on 27-dec-2023: lot 1900733: (B)(4) items manufactured and released on 30-apr-2019. Expiration date: 2024-04-14. No anomalies found related to the problem. To date, 24 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 months after medacta primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully. Primary surgery was with competitor components. During revision of the competitor's implants, medacta hinge components were implanted.